Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that five days post implant procedure, the extravascular (ev) lead exhibited low extravascular coil two impedance measurements which triggered an audible alert. It was noted that one day post implant procedure, the impedance measurements were fluctuating. It was also noted that all impedances and r-wave amplitudes were decreasing simultaneously. The patient came into the follow up clinic and the alert for the impedance measurement was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the extravascular defibrillation coil 2 was below the expected lower range. Analysis of the device memory indicated the impedance trend of the extravascular defibrillation coil 2 conductor was decreasing. Analysis of the device memory indicated the impedance trend of the extravascular defibrillation coil 2 was variable. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.